Manufacturer narrative:
Pump had broken battery cap inside the battery tube, corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window. Failed battery test due to corroded battery tube. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to failed battery test anomaly. Pump passed stop current and run current test.

Event description:
The customer reported via phone to report a broken battery cap. The customer¿s blood glucose level was not available the time of the incident.customer was unable to perform troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.